Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third party service center, the ventilator's blower motor stalled and the power supply connector was found to be broken. The device's blower motor and power supply were replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported a failure of the blower motor and power supply. The blower motor and power supply were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the blower motor failing was due to a short in the windings. The power supply was evaluated and was found to have evidence of physical damage.